Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a pseudotumor. Update (B)(6) 2015 - pfs and medical records received. A doi was provided. Pfs alleges increased metal ions and pseudotumor. After review of the medical records for MDR reportability, the revision operative note indicated pseudotumor, increased metal ions (no labs), and osteolysis. Post-operative note also indicated metallosis. The stem is being added for the alleged high metal ions. The complaint was updated on: (B)(6) 2015.